Event description:
Complainant alleged that while attempting to monitor a male pt (age unknown) in full cardiac arrest, the device displayed a "leads off" message using the 5-lead cable. The medic switched to pads (configured in the anterior/posterior position) and received a "check pads/poor pad contact" message. The medic then repositioned the same pads into the apex/sternum confirguration, and after pressing hard onto the pads, was able to determine that the pt was in asystole. The pt subsequently expired.